Event description:
A general report was received that the physician "does not like the feel of the new sheath" with the starclose se devices. Though there was no reported resistance, he reports that he "does not like the feel when advancing the thumb advancer during sheath splitting". There are no specific details or individual reports. The physician reported that hemostasis was still achieved with the device.

Manufacturer narrative:
(B)(4)